Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that device could not be interrogated and magnet rate could not be collected during routine follow up. Patient was admitted to the hospital due to complete heart block. Device was explanted and replaced. No further patient complications were reported as a result of this event.